Event description:
It was reported that a merlin.net transmission showed episodes of noise on the right ventricular lead. A lead issue was suspected. It was recommended that the lead be tested in-clinic. No further information is available.